Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 404 mg/dl. Customer's other blood glucose value was 294 mg/dl. The customer was treated with insulin pump. The customer treated for high blood glucose with bolus. Customer reports they have contacted their health care professional regarding the high blood glucose. Customer was neither in emergency room nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Based on customer report customer does not allege pump was under delivering. The device will not be returned for analysis.